Event description:
Additional information: the patient¿s access vessel minimum luminal diameter (mld) was measured at 7.0mm. There was mild calcification and mild tortuosity. Discussion with the vascular surgeon revealed it was likely that the slight dissection in the common iliac caused the difficulty passing the first sheath.

Manufacturer narrative:
The sheath and the introducer were returned to edwards for evaluation. Visual inspection revealed a scratch on the distal radiopaque tip, consistent with marks from contact with vessel calcification. There were no defects observed on the sheath or introducer. The outer diameter (od) and inner diameter (ID) of the sheath tip and the od of the introducer shaft and sheath shaft were measured. All dimensions were found to meet specifications. There is no evidence of a defective device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s access vessel minimum luminal diameter (mld) was measured at 7.0mm. The minimum required vessel diameter for a 24fr sheath is 8mm. The vessel was noted to be mildly calcified and mildly tortuous. There was difficulty reported during insertion of the sheath and dilators. In this case, the less than adequate mld, in combination with mild calcification and mild tortuosity, likely caused or contributed to the reported dissection. Engineering evaluation of the returned sheath revealed no issues with the device itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, no manufacturing defects were found in the returned device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical field specialist, during the transfemoral tavr procedure, a dissection was noted in the common iliac artery post sheath removal. Initially, a 24fr sheath was attempted to be placed in the right femoral artery, but there was difficulty advancing the sheath past the common iliac artery after multiple attempts, including re-inserting the dilator in the sheath. A second 24fr sheath was placed in the same right ilio/femoral artery without difficulty. Post valve deployment the 24fr sheath was removed from the right ilio/femoral artery without difficulty. Post sheath removal peripheral angiogram revealed a small dissection in the common iliac artery. A 16mmx10mmx7cm gore excluder stent was placed in the right common iliac artery. Post stent placement peripheral angiogram revealed an excellent result. The patient was extubated and transferred to the ICU in stable condition.

Manufacturer narrative:
Device is being returned for evaluation.